Event description:
As reported via legal documentation a 77 y/o male patient had a left knee replacement on (B)(6) 2014. Approximately 8 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2022 diagnosis: left knee polyethylene wear and osteolysis with loose components due to poly recall. Finding: there was found to be a clean wound with clear synovial joint fluid. There was found to be moderate wear of the polyethylene insert with evidence of synovial polyethylene debris encapsulation. There was found to be a loose femoral component and a partially-fixed tibial component and a loose patellar button. No complications. The patient was awakened and transferred to recovery in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Recall number: z-0019-2022. 1038671-2024-04671 1038671-2024-04672 1038671-2024-04673 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04671, 1038671-2024-04672, 1038671-2024-04673 the following sections were updated: g1, h6. The following sections were corrected: b1, b2, g1, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, tibial loosening, patellar loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.